Manufacturer narrative:
The catheter was returned in two pieces of lengths 8 cm and 13.5 cm respectively. The tear site appeared to be jagged next to the black marker at the distal end of the catheter. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was noted on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that catheter was found to be ruptured and leaking, intraoperatively. Reportedly, there was no injury to the patient.